Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd luer-lok¿ syringe sterile, single use was found with a breach in package integrity as " half of the box is defected as they individual wrappers are not sealed so they are just falling out of the wrappers." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one empty 5ml syringe package was received and confirmed to be from batch #8035595 (p/n 309646). The sample was visually evaluated. The package was open and empty. The package was sealed on one short side and open on three other sides with no seal grid present on the bottom web. Signs of web pull were present on one side of bottom web. Cavity location appeared to be off-center on the bottom web. Open seal is a rejectable condition. Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Machine logs indicate issues with the packaging machine that may have affected the sealing and cutting processes. Based on the evaluation performed, bd was able to confirm the customer¿s indicated failure. The potential root cause is as associated with the packaging process. Corrective action: actions were taken at the time the issues arose during the manufacturing process. (B)(4). No additional corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use a bd luer-lok¿ syringe sterile, single use was found with a breach in package integrity as " half of the box is defected as they individual wrappers are not sealed so they are just falling out of the wrappers." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use a bd luer-lok¿ syringe sterile, single use was found with a breach in package integrity as " half of the box is defected as they individual wrappers are not sealed so they are just falling out of the wrappers." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture:yes.